Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced to address the issues.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.